Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went to the hospital due to diabetic ketoacidosis with blood glucose level of 108 mg/dl and the insulin pump had a blank display. Troubleshooting was performed and the display did not return. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. The information provided in section date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The information provided in section date of event with the initial report was incorrect. The correct information (B)(4) 2018.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).